Manufacturer narrative:
There are no previous complaints on the device related to this issue. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate over by 11.66%. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 10/08/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. No report patient was involved.

Manufacturer narrative:
Previously filed MDR # is a duplicate of MDR #3006575795-2024-00944. Refer to 3006575795-2024-00944 for event details. Reference duplicate complaint #:(B)(4).